Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 17 mmol/l (306 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The customer reported the cannula was bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned product was evaluated and a kink was noted in the cannula. Although a kink was present in the cannula fluid was able to pass through the fluid path. Had this occurred during use and blocked the fluid path, there would have been pressure build up in the fluid path resulting in a rapid increase in pulse widths and/or an occlusion alarm being generated. Nothing could be conclusively attributed to a deficiency in delivering insulin.